Event description:
It was initially reported that the patient generator was unable to be communicated with. The patient was to have the generator turned off for a MRI but the medical professional was unable to do so. The wand 9v battery was replaced and there were still communication issue. The patient had been successful interrogated on (B)(6) 2014 with no issues. The generator was at neos ¿ yes at that time. The patient had not been interrogated since that failure to communicate. The programming system is functioning with other patients without problems. The patient will likely have a generator replacement to continue therapy but surgery had not occurred to date. Attempts for additional information have been unsuccessful to date.